Manufacturer narrative:
Initial reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm the cannula pulled off. There was no report of patient impact. The following information was provided by the initial reporter: needle dislodged from asd.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm the cannula pulled off. There was no report of patient impact. The following information was provided by the initial reporter: needle dislodged from asd.